Event description:
At about 11 months from the primary, the patient came in presenting pain due to femoral loosening and the cause is unknown. There are no indications of trauma. The surgeon revised the cemented femoral componant and the insert (from 11 mm to 10 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 may 2026 gmk-spherika 02.12.ka12r gmk spherika femoral component s2+r cemented (k211004) lot 2427690: (B)(4) items manufactured and released on 10-dec-2024. Expiration date: 28-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.